Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the common bile duct. A 9f unknown manufacture's sheath was engaged then an 8mm x 60mm wallflex biliary transhepatic stent was advanced and successfully deployed. During removal of the stent delivery system the wallflex became explanted. It was noted that the sheath's position was too far which captured the proximal portion of the stent during removal of the stent delivery system. The stent was captured within the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.